Event description:
Pt had original implantation in 1977. These were replaced in 1978 due to capsular contracture in 1978 due to capsular contracture. Suspected rupture calcification, pain, capsular, contracture all necessitated removal. Upon removal. Upon removal, rupture of right implant confirmed. Original medwatch form sent to wrong MFR.